Manufacturer narrative:
Product ID: 8731sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion: no longer applies.

Manufacturer narrative:
Analysis of the pump found pump head s2 over infusion and pump head deformed pump tube. Pump logs were clean, no motor stalls occurred during pump life. Over infusion was indicated during dispense testing and displayed an atypical 300 ul/day graph. Infusion testing was performed at 300 ul/day for 15 hours to look to see if the graphing anomaly was cyclical and displayed an over infusion. The infusion test passed for accuracy and graphing was acceptable. A 45 day volume infusion test was performed at the last known rate the pump was running at during the time in which the incident occurred. The volume infusion test passed for volume accuracy. Destructive analysis was performed on the pump head compartment. The pump head had plenty of residue present throughout it and that the residue appeared to be somewhat "sticky". The pump tube also had some deformation and loss of elasticity. The motor was not destructively analyzed. It is believed that the reason for the inconsistent dispense testing is due to a combination of factors. The tubing was compressed between the pump head roller and the bulkhead. A force is exerted on the tube by a spring in the pump head. The pump head is designed to exert a sufficient force to fully occlude the tube while rotating. It is possible if the tube, bulkhead or pump head no longer meet design specifications that fluid could flow past the roller. This investigation suggested that the physical properties of the pump tube were altered from a combination of mechanical and chemical stresses. The pump head also had residues that could be significant enough impede the spring force. Destructive analysis of the pump tube was not performed to preserve the integrity of the component, should additional testing be required.

Event description:
Additional information was received. It was reported that the pump was explanted. At explant, the expected residual volume was 13.7ml, but the actual residual volume was 6ml.

Event description:
It was reported that there was a volume discrepancy in the patient's pump at her last two refills, prior to report. Specifically, at one occurrence, the estimated residual volume was 7ml, but the actual residual volume was 0ml. It was noted that the patient had cognitive impairment and intermittent tingling in her lower extremities. The reporter stated, the patient was alive with injury and that the pump would likely be explanted. The drugs used in this system were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.